Event description:
It was reported that expiratory motor values could not be saved properly. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on the analysis and on previous investigations the cause of the pressure transducer test failure - subtest expiration valve test - is the expiratory cassette valve membrane. The valve membrane gets more rigid during use and cleaning (and dirt) and the membrane¿s rigidity affects the offset current for the expiratory valve coil. When the limit for the offset current is passed the test fails. To solve this issue, the expiratory valve membrane should be replaced. After further investigation the event is assessed as not reportable under the MDR regulation. The reported issue will be detected during pre-use check. A pre-use check must always be performed prior connecting the ventilator to a patient. If the pre-use check fails, the ventilator should not be used before remedy has been performed.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).